Event description:
Same case as 1527460-2010-00100. The complainant reported an over-delivery. On 06/03/2010, received add'l info from the complainant that indicated a new set was used. The intended amount was 360ml at a rate of 40ml/hr to be delivered over 9 hours. However, the actual amount received was 360ml in 6 hours.

Manufacturer narrative:
(B)(4). The device reported, list number 0086, is an abbott product that is marketed internationally which is the same or similar to a device, list number 00086, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.